Manufacturer narrative:
Code # 3252: na. Code # 4307: unlabeled. Physio-control evaluated the customer's device and verified the reported issue. After replacing the automated external defibrillator (AED) door and performing an unrelated repair, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to a broken switch on the AED door.

Event description:
The customer contacted physio-control to report that their device would not detect the hard paddles assembly being connected. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not detect the hard paddles assembly being connected. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.